Event description:
Related manufacturer reference number: 3006705815-2022-00773. It was reported the patient experienced ineffective therapy after one of the leads fractured near the anchor site. In turn, surgical intervention was undertaken wherein the fractured lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported as such.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00773. It was reported the patient experienced ineffective therapy after one of the leads fractured near the anchor site. In turn, surgical intervention was undertaken wherein the fractured lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported as such.